Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Per documentation, it was reported that the patient experienced a missing sensor wire which occurred the same day the sensor had been inserted in the arm. The patient replaced the g7 wearable on (B)(6) 2024. On the same day he experienced a sensor failure during warm up. After removing the wearable from his skin, they realized that the sensor wire was missing. They couldn´t see the wire but felt a tiny knot underneath the skin. The patient didn't experience any symptoms. The patient went to the emergency room (ER) to get it removed but the nurse said they couldn't see anything. The patient was referred to a general surgeon and he was scheduled for surgery on (B)(6) 2024. The doctor prescribed oral antibiotics (cephalexin (500mg) 4 times day). The patient consulted the surgeon and he didn't think that there was anything stuck in the patient's skin. At the time of the report the patient was ok. No other details were documented. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - appropriate term/code not available FDA code: 4581 will be replaced with clinical code e1803 (nodule).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable and the sensor wire was found to be goosenecked. The allegation of a missing sensor wire was not confirmed. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.